Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection, necrosis, fistula, and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿infection¿, ¿skin necrosis¿, ¿fistula formation¿, and ¿implant exposure¿.

Event description:
Healthcare professional reported right side ¿infection¿, ¿skin necrosis¿, ¿fistula formation¿, and ¿implant exposure.¿ treatment noted as "implant removal." Device has been explanted.